Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was far-field oversensing on the right ventricular (rv) lead. The lead was reprogrammed. It was also noted the rv lead threshold increased and was high which led to higher than normal battery drain on the device. The lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.